Event description:
Consumer reports toothbrush head disengaged during use. This is reported as a malfunction with the potential to cause serious injury. A minor injury, " the steel inside of the brush hurt my face", occurred.

Manufacturer narrative:
Model number provided by consumer is 66878 00613. This is for a replacement brush head. Model number for brush body is 66878 00162. (B)(4).